Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device triggered an upstream occlusion alarm approximately 30 minutes at an hour after initiation. The medication was primed using the device, and the medication bag was full as therapy was recently initiated. Per reporter, they attempted to reproduce the issue by not fully lowering the handle, and it proved impossible to close or lock the device. There was unknown patient involvement and unknown patient harm/adverse event reported.